Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 2oct18. The service engineer (se) inspected the device and found an error code for a leak in the patient circuit.. The se replaced the air and o2 sensor and the ventilator passed all performance verification tests. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator generated a "low leak-co2 rebreathing risk "error code. No patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 07dec2018. Date of manufacturer: 06dec2018. A gas delivery system (gds) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component u1 of the air flow system.